Event description:
A malfunction alarm was reported by the customer, categorized as "malf 0," which was resettable. There was no reported impact to the customer's blood glucose level, and no information was provided on whether the level exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump and instructed them to call back if the malfunction code recurred. The customer acknowledged the guidance and continued using the pump.